Event description:
The user facility reported that during a patient procedure, the audio connected to their hexavue custom rock rack was fluctuating intermittently. This resulted in a short procedure delay. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom rock rack and found that audio cabling was damaged. The cause of the observed damage could not be determined. The technician replaced the audio cabling and reconnected the wires. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.